Manufacturer narrative:
G6: previous supplement report was submitted as a follow up number 2 but should have been a follow up number 1 g6: previous supplement report was submitted as a follow up number 2 but should have been a follow up number 1.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the touchscreen was unresponsive. The customer was alleging since starting on the pump, the screen times out quicker than the screen time out option in settings. Since a week prior to the report, the pump has been unresponsive when attempting to unlock the pump. Reportedly, the customer has been using manual injections for alternate insulin therapy. At the time of the event, the customer's blood glucose (bg) level was 57 mg/dl; however, the customer declined to troubleshoot low bg. Customer consumed soda to address impacted bg level. The customer reported that manual injections would continue to be used for alternate insulin therapy.